Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a case of mild diffuse lamellar keratitis in both eyes of a patient post laser treatment. The patient responded to normal steroid treatment. Additional information has been requested there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.